Event description:
It was reported that during an acl reconstruction surgery, the device broke while implanting. The broken part was removed. A backup device was available to complete the procedure with no significant delay and no patient injuries.

Manufacturer narrative:
One 7209012 sterile 8 x 20 mm biorci-ha screw returned. The complaint indicated: ¿the device broke while implanting. During the surgical procedure the screw broke at the time of fixation.¿ dimensional inspection confirms that this is an 8mm product. There is approximately one to two threads absent from the distal tip. The edges are jagged and fractured. The threads remaining are rolled and compressed from resistance. The star hex is in poor condition and is beginning to strip consistent with a misfit driver or tunnel and continued attempt to rotate. Physical conditions are consistent with excess torque and difficult insertion during attempt to seat the screw. No root cause related to the manufacturing of this device was confirmed.